Event description:
It was reported that the patient needed an MRI of the head. The patient needed the MRI due to a small aneurysm, and it was noted that the MRI was not related to the device. It was also reported that the patient¿s implantable neurostimulator (ins) was explanted because it was not helping her, and the leads were left in the patient¿s body. It had helped a little bit at first, but it had stopped helping her because ¿there might be that one of the leads kind of moved.¿ that¿s why they ¿sawed¿ them in so that they would stay where they were supposed to be, but that did not resolve the issue. It was later explained that the leads had remained in the patient¿s body because they were sewn in. The doctor had requested an angiogram (mra), and a compatibility guidelines request was made. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742,serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 399930, lot# v043269, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 399930, lot# v043269, implanted: (B)(6) 2007, product type lead. (B)(4).